Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the reported blood glucose reading was over 500 mg/dl. Troubleshooting was performed and the insulin pump programming was correct. The insulin pump passed the prime and self tests. The customer was unable to perform the high pressure test during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.